Manufacturer narrative:
(B)(4). One heal collar 4.5x6.5, 5mm (hc465) was returned for investigation. The associated implant imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was not returned for inspection. Visual inspection of the as returned products identified that hc465 was fractured at the threaded region, and no longer functions. This fracture was noted in a follow up with the customer to be related to removal, as the healing collar needed to be cut from the implant. Functional testing was performed for the returned product and it was determined that the hc465 cannot engage due to its damaged state. A device history review was performed and no related non-conformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15; healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. It was reported that the patient presented with a loose healing abutment. The reported complaint of loose healing abutment could not be verified. A root cause for this complaint could not be determined. (B)(4).

Event description:
It was reported that the healing abutment loosened in the patient's mouth. The doctor decided to cut the healing abutment to remove it from the implant.